Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "fiber optic" issue. However, the fse was able to verify with the fiber optic tester that the fiber optic was performing to specifications. The iabp was able to pass all the leak tests, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had fiber optic issues; was not displaying fiber optic measurements. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had fiber optic issues; was not displaying fiber optic measurements. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.